Event description:
Dr was doing a scheduled laparoscopic assisted supracervical hysterectomy. There were no complications during surgery. When the device was removed, the scrub technician was cleaning/wiping the autosonix device and the bottom piece of the jaw fell off. All pieces were present and accounted for, with no harm to the pt.